Manufacturer narrative:
One curved ultra fast-fix ab assembly was returned for evaluation. Visual assessment showed the suture has been removed from the fixed straw and is protruding out of the proximal end of the depth limiter. Both ts remain on the delivery needle. The device was tested for deployment using a rubber meniscus model, each t deployed as intended. The device was not returned in the condition of the reported complaint of t2 pre-deployment. The condition of the device indicates the suture was likely pulled out of the fixed straw when the depth limiter was removed prior to use.

Event description:
It was reported that during a meniscus surgery the t2 fell off. The procedure was completed with a backup device with no significant delay or patient injury reported. All t's were removed.